Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a gastric bypass procedure, the anvil and the device engaged, but anvil did not take the "top" position after they fit. The anvil remained in the "tilt" position in every situation. The physician wanted to insert the stapler from where the trocar entered but despite the anvil and the device were interconnected, the anvil was not in the "top" position. Therefore, they could not get the stapler into the patient. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. The staple guide was observed to be attached to the instrument with damage to the staple guide. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the staple line was properly formed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-tilted anvil may occur if the anvil is dropped. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of damaged staple guide that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the unreported damaged staple guide may occur if the instrument is dropped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Damage to the staple guide was observed and the anvil of the instrument was tilted with no traces of knife impression. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Additionally, the investigation detected a secondary condition of damaged staple guide that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.